Event description:
Unable to conceive (female); adhesive disease (pelvic). Information received from a physician on 08-jun-2007, regarding a female patient, age and initials unknown, who underwent surgery for endometriosis on an unspecified date in 2004. Two sheets of seprafilm were placed at an unspecified location. At a later date, the patient underwent re-operation to determine why she was unable to conceive and the physician found adhesive disease. No further information was provided.

Manufacturer narrative:
.